Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation. The event was not confirmed as the device was not returned, however an nc was issued for a missing device inside the packaging to further investigate the reported nonconformance. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. The subject device was not returned but images of the device were provided. The images show that the box was open. There were no blisters in the package. Only an IFU was contained in the box.

Event description:
It was reported that during primary hip surgery, sales rep needed 20mm screw. He opened up the box and there was no screw inside. There was only the paperwork for the implant. He proceeded to open up another box.

Event description:
It was reported that during primary hip surgery, sales rep needed 20mm screw. He opened up the box and there was no screw inside. There was only the paperwork for the implant. He proceeded to open up another box.